Event description:
The account alleged the bed exit was alarming but did not send a nurse call. No injury reported.

Manufacturer narrative:
The technician found the communication cable was not seated correctly. The technician installed new screws at the communication cable and sidecom board connection to resolve the issue.